Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a010402 captures the reportable event of stent migration

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to the common bile duct to treat a distal common bile duct obstruction during a stent placement procedure performed on an unknown date. During the procedure, the stent was successfully implanted. However, post procedure, the proximal flange of the stent had migrated into the peritoneum. The stent remains implanted, and the physician was comfortable leaving the stent in place. There were no patient complications reported as a result of this event.